Event description:
The patient received four shocks and came to the hospital. The lead was capped.

Event description:
It was reported that two wires were visible outside of the lead body. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.